Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a tlh, the vloc needle came off the endostitch. The surgeon had to cut the suture and then opened a new handle and reload but the same thing happened again. Twice in one case. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes.